Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. X-ray imaging was performed and the ra lead was found to have dislodged and moved. Subsequently, the ra lead was explanted and replaced. The explanted lead will not return for analysis. No additional adverse patient effects were reported.